Event description:
Pharmacists filled 14 devices on friday with ganciclovir and put them in the refrigerator. They had no problems filling them. When they returned on monday, 4 of the pumps were completely empty. The caps were tightly attached and clamped and there were no obvious tears or holes.